Manufacturer narrative:
Evaluation: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) to perform variceal banding, the physician used a cook 6 shooter saeed multi-band ligator. When the last band was fired, the ligator barrel separated from the endoscope in the pt's esophageal. The barrel was retrieved from the pt using a roth net. The pt did not require any add'l procedures due to this occurrence. The pt did not experience any adverse effects due to the this occurrence.